Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an untreated event was observed for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) due to r and t wave oversensing. The morphology appeared to change with their heart rate and the qrs complex is low. This patient will come in for a follow up in clinic. Technical services (ts) discussed sensing optimization with the field representative. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous device system. A return request is being sent to the field. No additional adverse patient effects were reported.

Event description:
It was reported that an untreated event was observed for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) due to r and t wave oversensing. The morphology appeared to change with their heart rate and the qrs complex is low. This patient will come in for a follow up in clinic. Technical services (ts) discussed sensing optimization with the field representative. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous device system. A return request is being sent to the field. No additional adverse patient effects were reported. This s-ICD was discarded at the facility and will not be returned for analysis. Additional information was received for the correct explant date.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.